Event description:
It was reported that the pt experienced acute pain. A kink in the right-side lead was suspected, but not confirmed. The pt was admitted to the hosp to have the implantable neurostimulator and both leads removed. The pt was, then, pain-free. No further details were provided. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).